Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: promus element mr ous 3.00 x 28 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found proximal stent damage. Stent strut rows 1 and 3 on proximal end of stent are lifted and bent back in a distal direction. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured and the result is within the maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube found no issues. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 27-jan-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 95% stenosed, 23 x 3.0 mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. After predilation was performed with a 2.0 x 12 balloon catheter, a 3.00 x 28 mm promus element ¿ drug-eluting stent was advanced but the device was unable to cross the lesion. The device was removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.